Event description:
A customer contacted stryker to report that their device had displayed 'abnormal energy delivery' messages during use. In this state, wrong defibrillation therapy may be delivered to the patient. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.